Manufacturer narrative:
February 04, 2026, verification of manufacturing data: the batch complies with expected specifications. Initial observations of the recovered product: the drill bit is broken - the general condition of the instrument indicates a large number of sterilizations/uses. No clinical consequences to the patient - no additional surgery - the patient did not retain any part of the defective device - delay in surgery over than 30mn (stipulated in the incident report). Waiting for further information for analyzing the incident and assessing the recovered instrument.

Event description:
Fnconf (B)(4) incident occured in vietnam. Complaint description: "the drill bit of retro drill guide system broke during bone tunnel drilling in an acl reconstruction surgery". Additional information / circumstance: "the surgeon was using a 9mm drill bit to prepare a tunnel for a 9mm tendon graft. During the drilling process, the drill bit fractured".